Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified the need to realign the video pin in the line connector. The pin was realigned. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system has poor quality. There was no report of patient injury.